Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving stimulation. An sjm rep met with the pt and lead diagnostics showed multiple invalid contacts. Reprogramming was unable to resolve the issue. X-rays were taken but didn't show anything conclusive. Surgical intervention is pending to address the issue.